Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported and it was not reported if an autopsy was performed. It was not reported if the patient was hospitalized prior to death. It was unknown if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. A review of the event history log showed one instance of increased intraperitoneal volume (iipv) that was recorded in the device log (occurrence date (B)(6) 2014 00:53:31). The alarm found was a high drain volume error 101 in night drain 1, which has previously been reported in manufacturer report number 1416980-2015-17124. As the date of death is unknown, it is unknown if the iipv device event could have been related to the reported death event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Per the device evaluation, there was no failure or malfunction that could have caused or contributed to the reported issue of patient passing away. The cause is undetermined. Should additional relevant information become available, a supplemental report will be submitted.